Manufacturer narrative:
The reported events of premature discharge of battery and no magnet response were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, indicating elevated current drain, consistent with moisture damage, depleting the battery prematurely, and resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Correction: b1: field should reflect adverse event correction: b2: field should reflect adverse event of intervention needed.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed no magnet response due to premature battery depletion on the pacemaker. The physician elected to explant and replace the pacemaker. The patient was in stable condition.